Event description:
It was reported that the user experienced persistent hyperglycemia after dinner, with capillary blood glucose readings up to 548 mg/dl, in the context of a recent infusion set change and initial failure to perform fill tubing and fill cannula; the agent guided replacement of the infusion set with proper priming, confirmed insulin delivery, and advised entry of the manual glucose value when the sensor displayed high and intermittent sensor errors. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or diabetic ketoacidosis. Outcomes included recovery with glucose regulation after troubleshooting, without emergency treatment or hospitalization. Investigation included review of uploaded device and therapy logs and technical troubleshooting with the user. Investigation of this case revealed user technique issues related to infusion set priming and no confirmed device malfunction. It was concluded that hyperglycemia occurred with cause unclear after an infusion set change, and that insulin delivery resumed appropriately following corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.